Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician found evidence of visible foam particles inside the blower kit and device had a blower foam degradation. Additionally, the device had dust contamination, pin1 and pin2 were destroyed from the humidifier connector, destroyed/cut power connector and destroyed serial number model label. Furthermore, the device displayed an error codee-55: err_therapy_queue_full as recorded in error log. The device was scrapped by the service center after the evaluation was completed.